Manufacturer narrative:
Gas delivery system.

Event description:
While servicing the device, review of the device diagnostic history noted a vent inop occurrence due to a data acquisition pcba adc reference failure. The international customer did not report the occurrence to the manufacturer previous to service. There was no patient harm reported. During service, the manufacturers service technician reported the gas delivery system was replaced. Final applicable testing was completed to operating specifications.